Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: could not duplicate the customer's complaint of the unit being slow to recognize the electrode. Multiple attempts to duplicate the complaint were made, and no problems were found. Unrelated to the customer's complaint the top plate was replaced because it was heavily scratched. The unit passes all diagnostic and functional testing. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep the vapr iii generator is slow to recognize the attached electrode in a rotator cuff procedure. Once recognized, the case was completed with no consequence to the patient. One device will be returned for analysis by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Added serial number.